Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger/modem screen will not light up) has been confirmed. Upon evaluation the power brick connector was bent and would not stay connected to the charger, causing the charger to fail to power up. The cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger/modem.

Event description:
The spouse of a (B)(6) female pt contacted zoll customer support to report that the battery charger's screen would not light up. The pt was issued a replacement battery charger/modem.